Event description:
Pt with longstanding history of impotence. Has had several nonfunctioning penile prosthesis. Old prosthesis had a very small hole in the left cylinder. The rest of the apparatus seem to be intact.